Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. Customer was unable to clear the alarms and reverted to a backup pump for insulin therapy. The customer's blood glucose level was 370 mg/dl.